Event description:
The catheter was placed via the left subclavian vein for hemodialysis on 9/5/95. During dialysis on 7/18/87, air detector sounded. The technician clamped off the catheter. Then the nurse flushed the catheter and found a slit on the arterial lumen. The pt sat bolt upright, could not breathe and became cyanotic.

Manufacturer narrative:
The lot number provided was invalid so a device history review was not possible.